Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked unit and found display is flickering or not working properly. The fse states the video receiver to display cable is needed for testing purposes. The fse replaced receiver to display cable and the displays fluctuation was resolved. The unit has been released for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor¿s fse, that the cardiosave intra-aortic balloon pump (iabp) display is not working properly. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g2, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported by the distributor¿s fse, that during a routine check by user, the cardiosave intra-aortic balloon pump (iabp) display is not working properly. There was no patient involvement.